Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one ec60a device was returned with the anvil bent upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. In addition, four cartridge reloads were received for analysis. Cartridge (b) ecr60g, l51g5c was received fully fired and with deck damaged. The reload was disassembled and no anomalies were found. Cartridge (c), ecr60g, k5ed4u, was received fully fired and in good conditions. The reload was disassembled and no anomalies were found. Cartridge (d) ecr60b, l51h07, was received fully fired and with deck damaged. In addition, the cartridge pan was noted partially dislodged at distal end. The reload was disassembled and the one piece sled was noted to have the top of the ramps damaged. Cartridge (e) ecr60b, l51h07, was received fully fired and with deck damaged. The reload was disassembled and the one piece sled was noted to have the top of the ramps damaged. Upon further inspection, the knife was inspected under magnification and nicks were found. The found damage on the cartridge decks and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws.

Manufacturer narrative:
(B)(4). Additional information: based on the photographic evidence the event description can be confirmed, but cannot a cause for the complication experienced while firing the ec60a device cannot. However, the complication experienced was most probably an interaction of some combination the following factors: tissue thickness to cartridge selection mismatch, migrant staple picked up by the knife, crossing an existing staple line at an angle greater than 60 degrees, potentially improper device cleaning, not waiting the full 15 seconds before firing, and/or firing too fast. These factors can potentially cause knife damage resulting in tissue plowing and cutting issues. Hands on analysis of the device may provide the evidence necessary to determine the cause of this issue.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, there were malformed staples that were found after firing. All four reloads had the same issue. The surgeon used hand sewing to fix the staple lines. No adverse event on the patient.